Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had current drain. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator had current drain. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of current drain on the external pulse generator. Analysis did find that the upper and lower cases and the battery drawer were broken, both bail covers, the ring cover, both bails and the ring were missing, the battery contacts were compressed, the keyboard was scratched and the serial number label was damaged. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.